Event description:
It was reported that after an uneventful insertion of the iab, it was observed that the balloon was not unwrapping or inflating completely. The iab was removed and replaced without any pt complications.